Event description:
Philips received a complaint on the v60 ventilator indicating that there was no voltage to the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Multiple attempts were made to contact the customer, requesting information so that further service could be provided by a remote, onsite, or bench service engineer. The customer did not respond to these attempts made by the customer care representative, so the service case was closed. Due to the customers lack of response, the final disposition of the device remains unknown. At this time, no further service attempts will be made by philips for this device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.